Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging an unspecified error message issue with a one touch verio iq meter. Attempts by lfs to contact the patient for follow-up information have been unsuccessful at this time. The patient manages her diabetes with dimacron and metformin pills. It is unknown what her testing frequency is. The patient indicated that the alleged issue had started a week earlier. The patient was unable to remember the exact error message she had encountered. However, she mentioned that the error message was related to "strips." The patient claimed that the issue had been ongoing ever since she got the subject meter and she had already wasted about 50 test strips. During the contact with lfs, the patient was able to perform a blood glucose (bg) test with the subject meter and a result of "10.6 mmol/l" was obtained. The patient was also concerned because the meter was allegedly giving her readings that she had never had before. It is unclear what readings the patient was referring to. As a result of the alleged issue, the patient claimed that she received insulin treatment from a doctor's office visit on (B)(6), 2012. The patient was reportedly treated with "lantis - 35 ml, humalin 70/30 - 25 twice a day, and apidra -6 to 8 units." It is unknown if the patient actually received insulin treatment during the doctor's office visit or if she was just prescribed an insulin regimen. The patient denied that her bg was tested on another device during the time of concern. She also did not allege developing symptoms because of the reported issue. Through troubleshooting, the lfs representative involved in this contact noted that the patient was storing her test strips loose in the carrying case. However, the patient claimed that she had gotten the error message also while using test strips straight from the test strip vial. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment during a doctor's office visit as a result of the alleged error message issue.

Manufacturer narrative:
(B)(4): the meter failed testing, however the error was not reproduced. The retain test strips were tested and they passed testing with no faults found on (B)(4) 2012. A DHR (device history record) was completed on (B)(4) 2012 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.